Event description:
A diabetic educator called to report that the customer was hospitalized for high bgs. The time was not correct. Assisted the contact with setting the time clock. The contact stated that the pump was empty. Also the contact reported that the customer has a shoulder injury and high bgs may have been due to a kink in the tubing. Troubleshooting was performed. The pump passed functional testing. It was informed that the customer has been taking morphine for pain in the shoulder. The medical staff removed the cannula, but it is not sure if the cannula was kinked or bent.